Event description:
Related manufacturer report number 2017865-2023-10402. It was reported that during a follow up in clinic, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Additionally, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. The physician suspected lead damage on the ra lead and the rv lead, however, lead damage was not confirmed via diagnostic imaging. The device was reprogrammed to resolve the event. The patient was in stable condition.